Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femur cat#: unk, lot#: unk. Unknown persona articular surface cat#:unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised due to subsidence and bone damage on the medial side of the tibia.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. From the doctor's notes from the revision surgery, it was noted that the tibial tray did not fully cover the lateral edge of the tibial bone from the primary surgery and that the patient's bone was osteoporotic. It cannot be confirmed that the tibia tray used was undersized, or if it migrated causing the subsidence. The patient's osteoporotic bone is another factor that could have contributed to the failure. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.